Manufacturer narrative:
The user facility was unable to provide the device or devices from the same lot for evaluation. We evaluated devices from lots in our inventory. And found that each device was in conformance with all specification include dimensions, hardness and sharpness. To further our investigation, samples from different lots were returned to our supplier for additional investigation. Our supplier also concluded, that the returned devices are in conformance with all specifications. Based on this information, this can been seen as the final report. If additional information is received, that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
The broken device is not available to return. Waiting to see if they can return unused items from the same lot number. We are currently investigating this complaint and will submit a follow up report once we have completed our investigation or once additional information is obtained. There has been a total of 4,464 boxes of 10 (44,640 blades) sold of all lots with 5 complaints (12 blades) recorded for similar occurrences. (0.02%)

Event description:
The primary surgeon used the karlin knife on the patient's spine during an anterior cervical discectomy and fusion surgery before placing it on the sterile set up of the instrument nurse. The assistant surgeon picked up the knife straightaway and noticed that the tip of the karlin blade was missing. An x-ray and CT scan were performed on the patient with no sign of the tip inside the patient. There have been no adverse effects on the patient.